Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: the pump powered on with a fully functional audible alert. The audible alarm measured within specifications at 66.7db. A bolus was delivered; the pump gave the proper audible alert. No intermittent sound condition was duplicated. The pump cover was removed; no defects were found to the piezo circuit. The investigators were unable to duplicate the complaint of no audible sounds.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.